Manufacturer narrative:
H3: analysis of the returned ins (s/n: (B)(6)) revealed that the ins passed all testing in the laboratory and no anomalies were identified. H3: analysis of the returned lead (l/n: va34fe0) revealed that the lead passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that there was high impedance observed on the day of surgery. Impedance was found on electrode 0, 1 and 2 at the time of the impedance check. Troubleshooting that was performed was noted as being the system was implanted into the body and attached for the original impedance check. Impedance was shown on electrode 0 and 1. An impedance check was ran again with the same issue. The battery was then unscrewed and the lead was dried off and reinserted, but the same impedances were observed. A new 97800 battery was opened and attached to the existing 978b128 lead and the same issue was again observed. The lead was then explanted and a new lead and battery were inserted into the patient. The new lead and battery had normal range impedance values.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va34fe0, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.